Event description:
The customer reported to olympus that the forceps channel was clogged on the tracheal intubation fiberscope during an unknown procedure. During the inspection of the returned unit, it was found that the coating of the tracheal intubation fiberscope was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, it was found that the eyepiece main body was scratched, flexible tube collapse, suction issues, and clogged forceps channel. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur. The reportable malfunction of the control unit main body index was peeling was also found during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the (coat) peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.